Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite functional test failure of therapy monitor failed performance spec. The reported problem was confirmed via review of rite test results. The rite volumetric specification is 774.00 - 821.00 ml and the rite volumetric test results were fill 1/853.2 ml, drain 1/853.1ml, fill 2/847.8 ml, drain 2/ 847.7 ml. & last fill 32.6 ml. The rite electrical safety analyzer test was performed and passed. The assignable cause of failed accuracy test was determined to be cracked door piston and deteriorated piston foam. Baxter will continue to monitor similar reports to determine if further actions are required.